Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nurse that the pt was taken to the operating room for a heart transplant. Upon opening of the chest, it was noted that the bend relief had become disengaged. The pt had not exhibited any signs or issues and a previous x-ray did not show disengagement.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. A supplemental report will be submitted when the device analysis is completed.